Event description:
The pt had a pocket revision; the reason for the pocket revision was not provided. During the revision surgery, the extension was "damaged". The impedance reading was <70 ohms on electrodes 8 and 9. The physician reconnected the extensions and the impedances were within range. The extension was not replaced. Additional info has been requested, a f/u report will be sent if additional info becomes available.